Event description:
It was reported the device was not reading elective replacement indicator (eri) despite having a battery reading that should have trigger the eri. It was also reported that the battery reading fell from 2.69v to 2.3v one hour later. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.58 v while the daily battery voltage trend measurement was 2.86 v.